Manufacturer narrative:
It was reported that the patient's ipg is shutting off on its own. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient's ipg was shutting off on its own. Surgical intervention may take place at a later date to address the issue.